Manufacturer narrative:
The reported event that the led cover was identified as missing was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during testing conducted at the user facility the led cover was found to be missing. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during testing conducted at the user facility the led cover was found to be missing. No patient involvement or procedural delays were reported with this event.